Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient had not used or charged the ipg for several years (date of event is unknown). This issue has been previously reported under reference MFR. Report: 1627487-2013-16141. The ipg will not communicate with external devices. Surgical intervention is planned as the next course of action.